Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed insulin leaking from the cartridge after changing supplies while filling the cartridge with approximately (B)(4) units from an insulin pen and assembling components outside the pump before insertion, after which the user received troubleshooting and education on proper supply change. Symptoms included no adverse physiological effects and no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and uninterrupted therapy. Investigation included product-use review and troubleshooting with user education. Investigation of this case revealed user technique as a probable contributor to the reported leak, with no device alerts or alarms reported. It was concluded that the event was due to use-related factors, and device performance was not confirmed to be defective.